Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary dysfunction. It was reported that the patient states that a (b)(6) they had a knee replacement surgery that involved a saddle block. The patient stated that following the anesthesia block they started having painful stimulation with their implant device. They stated that it was intermittent and was worse at night. The pain would improve when the implant was turned off. Independent of this they stated that they had pain at the battery pocket site following a weight loss of over 100 pounds. Patient states that they were having intermittent shocking sensation that would go away when they would turn their implant off. Patient attempted using different stimulation programs and stated the shocking persisted, but it improved when the device was turned off. The cause was not known. The patient lead and battery were successfully removed and replaced. When they turned the patient¿s new implant on in recovery room, they had appropriate stimulation without any uncomfortable stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.